Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 1.04mm. The grips were not found to be cracked. Additionally, the instrument was found to have a broken conductor wire broken inside the yaw pulley: within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported by an intuitive surgical, inc. (Isi) clinical territory associate that during a da vinci-assisted sigmoid colectomy procedure they were present for, the force bipolar's jaws were misaligned when loaded onto the arm. There were no incidents that occurred where any piece/part of the instrument broke off and fell into the patient. A new force bipolar instrument was installed to complete the procedure.